Manufacturer narrative:
The stent remains in the patient's body; therefore, a root cause for the reported stent fracture could not be determined. The lost number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: stent fracture. Time of malfunction: approximately 1 year post procedure. Symptoms/ae: none. It was reported that approximately one year after an xceed stent was implanted in the right superficial femoral artery a stent fracture was observed. The stent was reportedly fractured "in a few pieces". The patient was asymptomatic. Treatment of the stent fracture is planned at a later date. Though requested, no additional info was provided.